Manufacturer narrative:
The rv lead was capped on (B)(6) 2017.

Event description:
It was reported that rv lead noise was observed via review of a merlin transmission. The lead was capped on 4-27-2017. During the procedure, when attempting to remove the set screw from the rv port, the setscrew was noted to be stripped resulting in the device being explanted. The patient condition was stable.